Manufacturer narrative:
Hologic technical support (ts) and product application specialist (pas) reviewed the logs and found no indication of hardware failures nor reagent preparation issues. The customer was referred to the package insert which does not specify a cutoff. Results are based on both kinetic profile and total rlu value. The customer understood and no further actions were required. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
The customer reported that they had noticed a negative sar-cov-2 sample from (B)(4) at 530 rlus, then another sample from (B)(4) which resulted as positive at 560 rlus. The customer asked if there was a cutoff value that would discern positives from negatives. Customer ran the samples on the panther instrument sn (B)(4).